Event description:
It was reported to boston scientific corporation, in 2005 that a maxforce high performance balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure in a (patient age, gender, & weight unknown) the day before. According to the complaint, "the balloon ruptured during testing. " the physician completed the procedure with another maxforce high performance balloon dilatation catheter. No patient complications were reported as a result of this issue, and the patient was reported as "ok" following the procedure.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined.